Event description:
It was reported that the device was explanted after an implant duration of 6 years and 4 months. The reason for explant is unknown. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.